Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and keypad was less responsive. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump received low battery alert after a week, no delivery alarms as well as rewind was slower and louder. Customer declined transfer to 24 hours troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify rewind anomaly, motor error alarm and low battery test alert due to buttons not responding. Motor passed motor test.